Event description:
A customer contacted global technical service (gts) regarding assistance with a leak on the home choice (hc) during therapy. The home patient (hp) stated he had found heater bag disconnected and leaking solution and tried to reconnect. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed; however, the root cause could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A batch review could not be performed as the lot number was unknown.